Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported a fill complication encountered message, which is occurring in fill 1 of 5 with volume filled 686ml of 2200ml. Technical support attempted to troubleshoot with the patient but it was determined to cancel treatment. Once the cassette was removed patient contact said that there was evidence of a fluid leak inside the cassette area of the liberty cycler. The patient was advised to complete treatment with continuous ambulatory peritoneal dialysis and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the fluid leak. The patient was treated with prophylactic antibiotics. The liberty cycler was replaced. Treatment was resumed on the replacement cycler.

Manufacturer narrative:
The alleged event is not confirmed. The reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (dl drain line is blocked) was not confirmed. The reported complaint symptom (fc fill complication encountered) was not confirmed. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test 8500 ml simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Tested positive for glucose. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."